Event description:
A report was received on (B)(6) 2024 from a 42-year-old male patient with a medical history including diabetes and end stage renal disease, who stated they experienced a cartridge blood leak during a home hemodialysis treatment on an unspecified day. Additional information was received on 28 oct from the home therapy nurse (htn) who stated the patient did not experience any symptoms or require medical intervention. Following the event the patient continues to treat using the nxstage system.

Manufacturer narrative:
The cartridge was not available for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.